Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose of 530 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by insulin pump. Customer states the drive support cap appears normal. Customer was assisted with self test and test did pass. Customer also reported that when they removed the catheter there was blood at site. The reservoir will not be returned for analysis.